Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008, in the patient's right (od) eye. The lens was explanted in 2009, due to inadequate vaulting. There was opacification in the natural lens prior to implanting the icl and was not product related. The lens was exchanged for a longer lens.

Manufacturer narrative:
(Secondary surgery) - (inadequate).